Manufacturer narrative:
The system was checked by a local siemens service engineer and the system was found to be operating within specifications. Siemens is continuing investigation of this event. No further measuring issues have been reported from this site.

Event description:
It was reported that a neurological patient was injured because the physician was allegedly unable to make a measurement on the siemens quant system due to graying out of the measure distance button. The doctor alleged that he could not get the measure distance button to function properly for one of the planes. The customer alleged that the patient was injured because the physician used an incorrect size stent/balloon. It was reported that the artery ruptured. According to the complaint report, a neurological surgical team performed a medical intervention, however, the patient remains comatose. Siemens was unable to obtain information regarding the patient's present condition.